Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown/not provided. If explanted, give date: lens remains implanted, therefore, not explanted. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was implanted, white foreign substances got into the eye with the iol. The physician suspected that the substances might have attached to the lens. It was indicated that the foreign material did not impact the patient as they were vacuumed with irrigation/aspiration (I/a). The account saved the foreign substances. The procedure was completed successfully and no patient injury was reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 6/22/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the pcb00v device was returned inside a plastic bag with a video (dvd) and white foreign material attached to a paper. The device and video were evaluated with the sme (subject matter expert) and foreign material was sent to independent laboratory for further analysis. At the independent laboratory the foreign material was analyzed by fourier transform infrared (ftir) spectroscopy with a perkinelmer spectrum 200 ftir spectrometer using horizontal attenuated total reflectance (hatr) sampling mode. Perkinelmer spectrum ir software was used to perform data analysis. Ftir analysis of the foreign material shows that it is consistent with abs (acrylonitrile/butadiene/styrene). The video was evaluated. It shows the implantation of lens. The intervention was evaluated until lens was implanted. During the delivery of the lens into the patient''s eye, it was observed the foreign material came out with the lens while the lens was unfolding. The use of I/a (irrigation/aspiration) device after insertion was observed. However, based on the video it¿s not possible to determine the composition of the white substance. Visual inspection performed under microscope: during the evaluation it was observed that the plunger was in a fully advanced position and pushrod was exposed out of the cartridge tip. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. A small amount of lubricating material residue was observed in the device. There was no lens returned as it remains implanted. Based in the conditions of the product returned it¿s not possible to determine the composition of the white substance; but, based on the independent laboratory analysis results the reported issue was verified. However, the unit was manufactured prior to the initiation of nr-0143710 which addressed the corrections for a similar event. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.